Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. 869766 -not valid, 880436) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain and knee pain"), pain ("pain") and dementia alzheimer's type ("alzheimers"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy.). At the time of the report, the back pain and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, dementia alzheimer's type and pain to be related to essure. Most recent follow-up information incorporated above includes: on 3-jul-2020: update of information (batch is not valid). A technical investigation was be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. 869766 -not valid, 880436) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain and knee pain"), pain ("pain") and dementia alzheimer's type ("alzheimers"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed. At the time of the report, the back pain and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, dementia alzheimer's type and pain to be related to essure. Lot number (869766) is not valid. Lot number: 880436 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("hip pain and knee pain"), back pain ("back pain"), pain ("pain") and dementia alzheimer's type ("alzheimers"). At the time of the report, the medical device removal, arthralgia and back pain outcome was unknown. The reporter considered arthralgia, back pain, dementia alzheimer's type, medical device removal and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. 869766 -not valid, 880436) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, menorrhagia and adenomyosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain and knee pain"), pain ("pain/severe pain"), dementia alzheimer's type ("alzheimers"), alopecia ("hair loss"), amnesia ("memory loss ") and genital haemorrhage ("abnormal bleeding") and underwent cholecystectomy ("gall bladder removed"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, arthralgia, cholecystectomy, alopecia, amnesia and genital haemorrhage outcome was unknown. The reporter considered alopecia, amnesia, arthralgia, back pain, cholecystectomy, dementia alzheimer's type, genital haemorrhage and pain to be related to essure. Lot number (869766) is not valid . Lot number:880436 manufacturing date: 2011-07 expiration date:2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received: event was added- gall bladder removed, hair loss, memory loss and abnormal bleeding. Product start date and stop date added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. 869766,880436) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain and knee pain"), pain ("pain") and dementia alzheimer's type ("alzheimers"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy.). At the time of the report, the back pain and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, dementia alzheimer's type and pain to be related to essure. Most recent follow-up information incorporated above includes: on 9-jun-2020: mr received- new reporter were added. Lot number was added. Event medical device removal was deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("hip pain and knee pain"), back pain ("back pain"), pain ("pain") and dementia alzheimer's type ("alzheimers"). At the time of the report, the medical device removal, arthralgia and back pain outcome was unknown. The reporter considered arthralgia, back pain, dementia alzheimer's type, medical device removal and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.